Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient. An initial elevated result of 0.14 ng/ml was followed by another elevated result of 0.226 ng/ml following sample treatment with a heterophile blocking tube. Both values are above the 99th percentile cut-off value of 0.032 ng/ml. The customer also uses a value of 0.045 ng/ml as a decision point. The sample was heparinized plasma. The sample tested negative by a non-abbott methodology. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed with a panel targeted in the range of 0.22 to 0.42 ng/ml using in-house retained reagent lot 17200un13. All acceptance criteria were met indicating acceptable assay performance for this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. The results of the current evaluation demonstrate that reagent lot 17200un13 is performing as expected. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).